Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the battery is failing after 3 months. There was no reported adverse patient impact.

Manufacturer narrative:
This is a duplicate of a previously reported event via MDR#1218950-2015-05565 submitted 23oct2015. No further investigation will be performed.